Manufacturer narrative:
Please see the following related MFR report: 1. # 3010617000-2015-00328 for autopulse platform with (B)(4). Product in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse li-ion battery s/n (B)(4) was returned to the manufacturer on 5/22/2015, with the autopulse platform. Visual inspection of the returned battery was performed and no physical damages were observed. Functional evaluation of the returned battery was performed, and the battery failed testing. A root cause for the battery issue could not be determined. Please see following related MFR report: #3010617000-2015-00328 for autopulse sn (B)(4).

Event description:
It was reported that during a morning shift check, when an autopulse battery was inserted into the platform, the device was unable to power on. The customer then exchanged the battery and the platform was able to power on. The original battery was placed into another autopulse platform and it powered on just fine. It is unknown if there is an issue with the battery or the platform. There was no report of any patient involvement. No further details were provided.